Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position of the touchscreen was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device during periodic maintenance and observed the touchscreen issue. The asp attempted to resolve the issue with a touchscreen calibration, but the issue continued. The asp then replaced the touchscreen to resolve the misalignment issue. Following the replacement of the touchscreen, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.